Event description:
Supplemental medwatch being sent for additional information.

Manufacturer narrative:
Evaluation of the returned product found one pair of foam limb holders was received for evaluation. The female buckle with bed connecting strap on one of the restraints is missing. When the application instructions prescribed in the IFU were followed, the restraints did not exhibit slippage issue indicating the product is functional and will perform as intended. However, if the IFU step 1b. Was not followed where the overhand knot with the excess strap was not present to limit unwanted adjustment, the bed connecting strap exhibited slippage due to the male buckle. Possible root cause for this deficiency is that the IFU was not followed while applying this restraint. A review of the complaint database revealed similar events against this device in the past two years leading tidi to redesign the male buckle of the product to mitigate the slipping issue from occurring while the knot is not present. The corrective action is being addressed via issue (B)(4). The IFU application instructions state to attach the female end of the quick-release buckle (short strap) to the frame that moves with the patient, out of the patient¿s reach (do not attach to side rail or head/footboard). You may also wrap the connecting strap once around the frame to move the buckle out of the patient¿s reach. Secure by feeding the female end through the loop in the strap. Insert the male end of the connecting strap into the female end of the short strap. Listen for a snapping sound, pull firmly on straps to ensure a good connection. To limit unwanted adjustment, tie an overhand knot with the excess strap directly below the quick-release buckle. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Manufacturer narrative:
H3 product was not returned for analysis at the time of this report. Therefore, this event is reported based on the information provided by the customer and from historical data of similar complaints. The customer previously reported slippage with product 2532 and for this incident it was believed to be due to user error. Historical data found complaints of unintentional patient release for the foam limb holder part 2532. Of those returned, broken clips, excessive force, and/or wear and tear has contributed to the malfunction. Other similar complaints were determined to be due to improper application of the device or use with incorrect patient population per the product IFU. Instructions for use (IFU) warning states to before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch, broken buckles or locks, and/or that hook-and-loop adheres securely as these may allow patient to remove cuff. Discard if device is damaged or if unable to lock. The IFU also provided extra warning to not to use this device with someone who has continued highly aggressive or combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. The IFU application instructions state to attach the female end of the quick-release buckle (short strap) to the frame that moves with the patient, out of the patient¿s reach (do not attach to side rail or head/footboard). You may also wrap the connecting strap once around the frame to move the buckle out of the patient¿s reach. Secure by feeding the female end through the loop in the strap. Insert the male end of the connecting strap into the female end of the short strap. Listen for a snapping sound, pull firmly on straps to ensure a good connection. To limit unwanted adjustment, tie an overhand knot with the excess strap directly below the quick-release buckle. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer is reporting complaint on product #(B)(4). (B)(6). Quality has asked to add this complaint because the customer has had at least 1 other instance that has occurred. Advise tech services once the RMA needs to be closed.